Event description:
The customer reports the lancet does not retract into the lancet device. The customer states she used the protruding lancet to "stab" her finger in order to obtain a bg sample. No report of an adverse event. Return requested and replacement was sent.